Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. A device history record review could not be conducted because no lot number was provided.

Event description:
The event involved a cath lab w/5 port "off" manifold (600 psi), 72" admin set and 4 ft transpac® IV where the customer reported that they had issues with the connection of the transducer on the left to the manifold; transducer on the left was cracked causing fluid to spray or flow out. The transducers were not connected to other device when the incident happened. The device was flushed with heparinized saline. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.